Event description:
"Plaintiff was implanted with elevate graft, on (B)(6) 2010 to treat her stress urinary incontinence and pelvic prolapse. The plaintiff's attorney alleges that, "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the "plaintiff has experienced a negative immune response" that has caused inflammation of the pelvic tissue and contributes to the formation of severe adverse reactions. It was further alleged that the "plaintiff has undergone extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.